Manufacturer narrative:
The investigation determined an event occurred where the vitros system may have aspirated from the incorrect tube/cup position of a sample tray when using the vitros 5600 integrated system. An ortho investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray using a vitros 5600 integrated system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. However, in this case the metering event was not successful due to an analyzer condition code, and therefore sample testing was not performed. Vitros system software version 3.2.3 contains the resolution to this software anomaly. The customer installed the vitros system software version 3.2.3 on (B)(6) 2016. The FDA (B)(4) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation it was determined that a sample fluid may have been aspirated from the unintended tube/cup on a sample tray using a vitros 5600 integrated system. The sample aspiration event was unsuccessful due to analyzer condition code tm5-45e. The sample tip was sealed and discarded with no additional metering actions. The undetected sampling from a tube/cup other than the intended one could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. For this event, patient sample results were not affected due to an analyzer condition code and therefore, sample testing was not performed. Ortho clinical diagnostics will be contacting the customer to inform them that no patient results were affected during the requested two year e-connectivity data review. It is assumed there were no allegations of patient harm. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).